Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the reported event (coating of the insertion guide serpentine tube peeled) was due to stress of repeated use, external factors, or handling caused the defect. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, image noise, insufficient bending angle due to elongation of angle wire, insertion part serpentine crushed due to an external factor, image disappearance, ig coating peeled, peeling of the curved rubber adhesive, and universal code crushed were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that image abnormality was noted with the evis lucera elite bronchovideoscope. During a standard service inspection of the customer returned device, the coat of the ig serpentine tube was peeled off. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.